Event description:
It was reported that patient experience a loss of therapeutic effect and that the implantable neurostimulator site was sensitive to the touch. Her primary care physician believed that she had an infection and the patient indicated that she might have a urinary tract infection. The patient was to see her physician the week of (B)(6) 2012 for follow-up. She indicated that it had been 3 months since she last saw her physician. The patient was at home in fair condition. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot #v718483, implanted: (B)(6), 2010 explanted: na, programmer model 3037, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported loss of therapeutic effect. The patient indicated that the interstim had not worked except for about the first 6 months that it might have worked. The patient symptoms had been really bad for about a year or more. The patient stated that her interstim implant did not work and the health care provider was just not able to get it to work. The problem was the patient was still using 4 pads a day and had no control. The patient had not seen her managing healthcare provider in about a year. It was noted that patient saw an obstetric (ob) health care provider about 3 years ago who did water test but that did not result in anything. The patient went to the grocery store after that and "wham all over the floor, pt was so embarrassed". The patient had had her neurostimulator off. The patient turned it back on after she moved about 1-2 months ago but it did not help. The patient was getting terrible bladder spasms and could not hold it, it was just coming out. That was why patient had the interstim put in. The patient had an appointment scheduled for september with other health care provider but did not know if he has experience with the stimulator. The patient was asking how she could get it removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that the patient experienced loss of therapeutic effect, loss of bladder control and infection. The patient wanted their implantable neurostimulator (ins) checked to be able to use it again. It was noted that it had not been used for over a year, maybe more because patient moved and don't have a health care provider (hcp) anymore. The patient had been having kinds of problem and so she just doesn't turn it on. But patient had this horrendous urge thing that she has no control over. The patient saw their hcp on the day of this call had an urodynamic test, and was instructed to call manufacturer representative to have a representative check the device. The patient stated she used it faithfully for a long time but got to the point where this was too much. It was not working that well, at least patient thought it wasn't." The patient indicated they have tried the stimulation off and on, "but when she turned it up, she got cramping in her hip. This was just too uncomfortable and could not sleep. So the patient turned it down or off and then tried it again for a few days. "Something was not right." The patient stated the cramping started "sometime after" the system was replaced in (B)(6) 2011, "when she would try to go along with what the hcp said. The patient used to have to go in all the time. He bid checked it and thought it was the patient. So he said turn it off for a month and then turn it on. The patient tried that and that did not help matters either. The patient thought she will just wear the pads, but it got really bad and then had a lot of infections, kept getting bladder infections. The patient was presently on keflex for 60 days trying to make sure that any bacteria has cleared up. The infection has not helped with having the urging thing. The stated their "bladder was a mess and would like to get this straightened out." The patient stated they may have it taken out if it could not be "programmed correctly." The patient next appointment with hcp is on (B)(6) 2015.